Event description:
Customer reported that a pt's sample, previously confirmed to have anti-a1 did not react with the a cell of 0.8% affirmagen lot 8a196. The pt's sample reacted 1+ with another lot of cells.